Manufacturer narrative:
Product ID 37711, serial# (B)(4), implanted: 2006 (B)(6); product type implantable neurostimulator product ID 7435, serial# (B)(4), implanted: 2002 (B)(6); product type programmer, patient product ID 3550-09, lot# la3576, implanted: 2002 (B)(6); product type accessory product ID 3888-33, lot# j0225431v, implanted: 2002 (B)(6); product type lead product ID 7495lz25, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 377760, lot# voo1854, implanted: 2006 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient ¿wanted to get the system going again.¿ it was noted that the patient had not felt stimulation in 3 to 4 years. It was noted that the patient did not have a patient programmer anymore. Additional information was received indicating that the patient never had therapeutic effect. There was no stimulation sensation. The implantable neurostimulator (ins) had not worked in a while, it was not delivering any stimulation and it was not helping the pain. If additional information is received, a follow-up report will be sent.